Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the setscrew on the cardiac resynchronization therapy defibrillator's (crt-d) left ventricular port came out of the grommet during the procedure. The setscrew would not tighten all the way during reinsertion. A different device was used to complete the implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.